Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned coronary procedure. The procedure was completed by moving the patient to another hospital. It was reported to philips that the system failed to emit x-rays. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that tube cooler issue and xray not possible. To resolve the issue, fse replaced the cooling unit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned coronary procedure. The procedure was completed by moving the patient to another hospital. It was reported to philips that the system failed to emit x-rays. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that tube cooler issue and xray not possible. To resolve the issue, fse replaced the cooling unit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The catalog item identifier and the reporting address line 1 have been updated.